Event description:
It has been reported that the device ECG is disabled.

Manufacturer narrative:
Method code grid updated following device investigation.

Manufacturer narrative:
Updated evaluation code grids.